Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead (only distal portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.

Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. No over-sensing was reported. The lead was explanted and replaced on (B)(6) 2025. No adverse effects were reported.